Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and analysed the system¿s log file. The analysis indicated the flex vision pc failed to start up. During the troubleshooting process, the fse reconnected the power supply and cable to the flexvision pc, thereby resolving the issue. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.